Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the dr. Noticed that the endostitch would release needle prematurely. The current status of the patient is ok. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.